Manufacturer narrative:
If implanted, give date: not applicable as the lens was inserted and removed. If explanted, give date: not applicable as the lens was inserted and removed. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the during implantation of a pcb00 20.5 diopter intraocular lens, the lens haptic got disfigured during the lens advancement. Physician did not notice until the lens had unfolded in the eye. The incision was enlarged to remove the lens and another lens was implanted.

Manufacturer narrative:
The device was returned to the manufacturer. Device inspection was performed and the plunger component was observed in a fully advanced position. Cartridge was observed correctly engaged into lower body of the unit. Visual inspection at 10x microscope magnification was performed and evidence of viscoelastic residue, ovd (ophthalmic viscosurgical device) was observed on the pcb00 unit and the lens. The condition observed in the returned lens is consistent with a unit that has been prepared for surgical use. Both lens haptics were observed in good shape and form. No haptic damaged was detected. The lens was observed with a cut from the lens edge across the optic section and confirmed a damaged lens. The reported issue of haptic damaged was not confirmed in the returned lens. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.